Event description:
It was reported that the plate was implanted. When post implantation pictures were taken, the surgeon determined, the plate was sitting proud superiorly. He chose to remove the plate and take down more bone. When trying to remove the plate with the hybrid upgrade rescue screwdriver, the screw would not release from the locking ring. The plate was removed by backing the screws out while still locked in the plate.